Event description:
It was reported that the patient presented for a procedure. It was discovered that the right atrial (ra) lead was exhibiting noise. The ra lead was capped and replaced on (B)(6) 2021. The patient was discharged.